Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via interdepartmental helpline solutions tracker that customer had a urinary tract infection when in rehabilitation that was not completely cleared due to incorrect medication. Customer continued to have the infection which caused blood glucose to elevate to over 600 mg/dl. Customer was taken back to rehabilitation with diabetic ketoacidosis and symptoms of vomiting and muscle weakness. Customer's insulin pump was not taken with her when in rehabilitation and customer was reconnecting to insulin pump on the day of phone call. Customer declined transfer to helpline for further assistance.